Event description:
It was reported that the implantable pacemaker and non-boston scientific right atrial (ra) lead exhibited intermittent spike pace impedance measurements, high within normal limits during pocket manipulation and without. There was no evidence of noise in device report. However, a small amount of noise was seen on the atrial channel with pocket manipulation, but unable to recreate. There was a slight increase observed in atrial threshold; however, the patient does minimal atrial pacing. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. At this time, the device system remains implanted and in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).